Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 6 of 6. Reference MFR reports: 3006705815-2017-00051, 1627487-2017-00335, 1627487-2017-00336, 1627487-2017-00338, 1627487-2017-00339 (two devices with the same lot number). It was reported the patient's system was explanted due to infection. Cultures were taken and came back positive for staph infection. The patient received IV antibiotics during the explant procedure and was on oral antibiotics post op. Devices 2, 3, 4, 5 are placed occipital & supra-orbital. Off label use.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 6 of 6. Reference MFR reports 3006705815-2017-00051, 1627487-2017-00336, 1627487-2017-00337, 1627487-2017-00338, 1627487-2017-00339. It was reported the patient's infection has resolved.